Manufacturer narrative:
Invacare received notice of an unsubstantiated allegation of a fire resulting in an injury involving the concentrator. No further information was provided and attempts to obtain more have been unsuccessful. The product has been quarantined by the dealer, therefore it is not being returned at this time. Should additional information become available, a supplemental record will be filed.

Event description:
Dealer sent a report stating they are in possession of a concentrator that was involved in a fire. Dealer noted that the unit is currently quarantined. The report indicated there was an injury to the patient, but did not provide any details of the injury.

Manufacturer narrative:
It was reported that an invacare concentrator was present at a home fire. It was reported that the patient had burn injuries resulting from the fire, no specifics regarding the status of the injuries was provided. The patient¿s family has not made a claim indicating that the fire was caused by any problem with the oxygen equipment. It was determined that the patient¿s nephew died from injuries he sustained in the fire. Photos where sent showing that the equipment was destroyed in the fire, further testing will not be possible. The additional information received has not provided any further details regarding the cause of the fire. The equipment was in the patient¿s mobile home. The concentrator was delivered on 11/4/2016. An evaluation of the unit was completed by the provider at the time of initial delivery.

Manufacturer narrative:
It was reported that an invacare concentrator was present at a home fire. It was reported that the patient had burn injuries resulting from the fire, no specifics regarding the status of the injuries was provided. The patient¿s family has not made a claim indicating that the fire was caused by any problem with the oxygen equipment. It was determined that the patient¿s nephew died from injuries he sustained in the fire. Photos where sent showing that the equipment was destroyed in the fire, further testing will not be possible. The additional information received has not provided any further details regarding the cause of the fire. The equipment was in the patient¿s mobile home. The concentrator was delivered on (B)(6) 2016. An evaluation of the unit was completed by the provider at the time of initial delivery.

Manufacturer narrative:
The concentrator was returned. No functional testing could be done due to the received condition of the device. There was no obvious or unequivocal evidence indicating that the concentrator was the source of ignition. The fire department incident report did not state any specific information in regards to the ignition of the house fire. There has not been any claim made indicating that the fire was caused by any problem with the oxygen equipment.